Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a suspected cerebrospinal fluid leak of which the physician performed a blood patch. The patient also underwent removal of her leads.